Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, a false low hbsag result was given. There was no report of patient impact. Report 4 of 5.

Event description:
Report 4 of 5: it was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, a false low hbsag result was given. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: one hundred (100) retention samples from bd inventory were evaluated by visual examination. No issues were observed relating to erroneous results as all samples met specifications. Certain infectious disease assays, in this case hepatitis testing, are excluded from our protocols. Therefore, we are at the present time, unable to perform internal clinical testing. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for indicated failure mode of erroneous results. Bd was not able to identify a root cause for the indicated failure mode.